Event description:
It was reported that the implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead recorded a two hour long ventricular tachycardia (vt) episode and the health care professional (hcp) requested a review. Technical services (ts) provided a review and noted that the heart rate was in a no therapy zone and stayed there for two hours until the rate increased, the patient received anti-tachycardia pacing (atp) that was unsuccessful, however subsequent atp successfully converted the rhythm. Ts was consulted and recommended adding therapy to the lower zone. Ts also noted that the shocking impedance was high out of range measuring greater than 130 ohms. Additionally, earlier the same day there is a stored episode with atp and shock that successfully converted with a shocking impedance within normal limits. This rv lead remains in service. No adverse patient effects were reported.